Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid right coronary artery. The 4.0 x 18 mm xience xpedition stent delivery system (sds) was advanced to the lesion and deployed. After deployment, a distal dissection was observed. Two non-abbott stents were placed to treat the dissection, but it was then noted that the initial distal dissection became a perforation. The 3.5 x 16 mm graftmaster stent was deployed for treatment, but the perforation was not sealed. The 4.0 x 16 mm graftmaster stent was advanced, but failed to cross due to the anatomy. A 2.8 x 16 mm graftmaster was then advanced and deployed, and the perforation was sealed successfully. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: 4.0 x 18 mm xience xpedition, 3.5 x 16 mm graftmaster. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for failure to advance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The additional 4.0 x 18 mm xience xpedition and 3.5 x 16 mm graftmaster referenced are being filed under separate medwatch reports.